Event description:
Additional information received indicated that there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a damaged housing. Event log history was performed and showed that error 1261 and error 1210 were recorded in history. During analysis, the device was powered up and alarmed ec1210/1260 which is a corruption of the memory of the circuit board. Service will replace the circuit board to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "error 1260". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.